Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was being placed on impella 2.5 for hemodynamic support. It was reported that the site was closed with preclose sutures with proglide x2. Preclosed unable to close site at the end of case. 8f angioseal was also deployed. Site continued to bleed. The cardiac physician at that time decided to go up and over from left femoral artery and do an angiogram off right femoral artery impella access. Angiogram showed a dissection flap and some bleed. Access site bleeding with the use of sutures to control access site bleeding.

Manufacturer narrative:
The investigation for the reported access site bleeding ¿ major issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.